Manufacturer narrative:
This report is filed on february 27, 2018.

Event description:
Per the patient's surgeon, the patient experienced pain and non-auditory sensations with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.